Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however medical records were provided and reviewed. Therefore, the investigation of the reported malfunction is confirmed for filter tilt and filter limb detachment. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model rf400f vena cava filter allegedly experienced struts detachment and tilt. The information was received from a single source. One patient was involved with no reported patient consequence. The female patient is (B)(6) years old. Weight of the patient was not provided.